Event description:
A pt with advanced colon cancer with metastatic liver lesions enrolled in a (B)(4) study of therasphere experienced jaundice and lethargy about (B)(6) weeks after treatment of left hepatic lobe (previous treatment of right hepatic lobe on (B)(6) 2011) and was admitted to hosp. The pt had been experiencing right upper quadrant pain and occasional vomiting and nausea prior to treatment and this continued after treatment. Due to being unable to keep down food or liquids and jaundice and lethargy the pt was admitted to hosp on (B)(6). Blood tests revealed bilirubin of 7.1 and creatinine of 3.2. The pt was receiving hydration to improve liver function and then will undergo imaging. Update: the pt was admitted for hydration, then discharged (B)(6) 2011. As of (B)(6) 2012, his "lab values are up" and he was to start a new systemic chemotherapy regimen with his oncologist. According to protocol, he was exited him from the study. The treating physician believes that this is progression of disease, based on his history and info provided to this point.

Manufacturer narrative:
The pt required hospitalization in order to re-hydrate to undergo imaging. Blood tests revealed elevated bilirubin and creatinine.